Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, and the user was guided to verify firmware and perform a restart; the device rebooted successfully during a follow-up call. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device key/button unresponsive issue associated with the switch/relay component and an electrical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. Troubleshooting and education were completed and the user was advised to call back if the problem persisted.